Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A visual inspection of the product involved in the complaint was performed on two pictures received by the customer of product code 5-10405 (et tube, uncuffed, 2.5). From the pictures attached it was confirmed the defect reported by the customer "occlusion - kinked". However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "we had a defective et tube on one of our nicu babies. The et tube near the stylet (tip) has an internal deformity and suction catheters do not pass through the tube. We had to pull the tube out of the baby and use another tube". No injury or harm reported. Patient condition reported as "fine".

Event description:
The customer reported: "we had a defective et tube on one of our nicu babies. The et tube near the stylet (tip) has an internal deformity and suction catheters do not pass through the tube. We had to pull the tube out of the baby and use another tube. Then we found the same deformity in the tubes of lot '73j2000261.". An MDR was filed for the event that occurred during use on the patient: MDR# 3003898360-2021-00778. This MDR is filed for the et tubes that were found by the customer prior to use on a patient. An exact quantity could not be defined by the customer. MDR#.

Manufacturer narrative:
(B)(4). The customer returned eight samples from unit 5-10405 et tube, uncuffed, 2.5 for investigation. One sample was returned out of its original packaging and seven representative samples were also returned unopened in their original packaging. The returned et tubes were visually examined with and without magnification. Visual examination revealed that all eight tubes were kinked on the proximal end of the murphy eye. A non-conformance has been opened at the manufacturing site to further investigate this issue. Corrected data: section b.5 - event description corrected to prior to use on patient. Section h.6. - health effect clinical code corrected to 4582. Section h.6. - health effect impact code corrected to 2645.